Event description:
Per the info provided by the hosp through means of a user facility medwatch report it stated, "inflatable penile prosthesis replaced beacuse of failure to inflate and deflate properly". Note: the user facility medwatch report stated that the date of implant was 2/9/96. The MFR's internal device tracking system indicated the following: initially implanted upon 12/29/92, surgical revision on 8/3/93. Medical device report #m406200 submitted on 8/13/93. The device component which was explanted was received by the MFR and if the pump/cylinder set which was implanted on 8/3/93. Efforts have been made by co to investigate the event involving the reported 2/9/96 event without success. If further info is obtained, add'l info surrounding this event will be reported.